Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse could not reproduce the alleged problem. To prevent the reported issue from reoccurring, fse replaced the patient side manipulator 2. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the replaced psm arm involved with this complaint ; however, device evaluation remains ongoing. A supplemental report will be submitted once failure analysis has been completed or additional information has been received. A review of the site's complaint history does not show any additional complaints related to this product. No image or procedure video was provided. A review of the site's system logs for the reported procedure date was conducted by isi technical support when the customer called for support. Investigation revealed error 25521 (link to esii is down) that may have been related to the reported complaint. Additional log reviews confirmed that system sh2128 was used on 13-may-2022 for a malignant hysterectomy procedure. This complaint is being reported based on the following conclusion: system unavailability after start of a surgical procedure caused the procedure to be converted to a laparoscopic procedure and may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the system displayed an error message on patient side manipulator (psm) 1 and the operating room (or) team was not able to recover from the fault. The customer received phone assistance from the technical support engineer (tse). Prior to contacting tse, the caller indicated that the surgeon already decided to convert to laparoscopic surgery. The system was connected to onsite; tse reviewed the logs and confirmed error 25521 on psm1. Troubleshooting was not performed due to ongoing surgery. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the patient side manipulator (psm) associated with this complaint and completed investigations. Failure analysis investigations could not reproduce the reported failure (error 25521 along insertion / axis 3), but could be confirmed as having occurred via field error logs. Visual inspection was performed. The psm was installed onto the system and powered up. Sine cycle and a test drive were performed without any issues. There was no trouble found with the psm.

Event description:
Refer to h10/h11 for follow-up information.